Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, it was noted that the right atrial lead exhibited high capture thresholds. No intervention was performed. The patient was stable before, during and after the device interrogation. The patient will continue to be monitored.